Manufacturer narrative:
The insulin pump was received with a failed battery test alarm due to corroded battery tube. The following testing were not performed due to the failed battery alarm: unexpected restart, self-test, displacement, rewind, basic occlusion, occlusion, prime, and no delivery. No blank display anomaly was noted. The battery cap was stripped at the coin slot. The insulin pump had cracked case at the display window corners, battery tube threads, reservoir tube, reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported via phone call, the battery cap on the insulin pump was cracked. Customer's blood glucose was 126 mg/dl. The customer also mentioned the insulin pump was cracked around the screen and the insulin pump had alarmed failed battery test. The device now would not turn back on. Customer then believed that part of the battery cap had gotten into the battery compartment so she blew in it to get it out. Customer was unsure how damage occurred. Customer was advised to discontinue use of the device revert to back up plan, and the insulin pump needed to be replaced. The insulin pump is returning for analysis.